Event description:
Pump #2 was reported to not deliver any fluid as intended. Pump #2 was set up to deliver dopamine at an unknown rate. 2 hours later, it was noted none of the fluid had infused and no alarm sounded. No medical intervention was needed and no pt injury resulted.